Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No delivery or occlusion alarm during priming anomalies noted. No unexpected low battery alarm anomalies noted. Device received with intermittent button response due to flattened act button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were sticking and stop to blousing. Customer stated insulin pump had reject new batteries, battery life lasting week only. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.